Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds and stent with an unidentified guidewire. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure on the balloon. Microscopic examination presented no damage or irregularities to the stent. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty and damage. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 75% stenosed, 7.5x3.5mm, eccentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 12x3.50 omega stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent was deformed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 75% stenosed, 7.5x3.5mm, eccentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 12x3.50 omega¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent was deformed. No patient complications were reported and the patient's status was good.